Event description:
The user facility reported that during a stenting procedure, the duodenovideoscope forceps elevator was not working. There was no report of patient harm or user injury due to the event. An olympus field service engineer visited the user facility the same day and found the forceps elevator wire was completely broken towards the distal end. The device was returned to an olympus service center for further evaluation and repair. During inspection and testing, service observed foreign material on the forceps elevator. This report is being submitted for the reportable malfunction of foreign material on the forceps elevator.

Manufacturer narrative:
During inspection and testing, service also found the objective lens, universal cord protector, insertion tube, cable cover, and adhesive rubber were scratched. Several device components were observed to be dirty. The image guide protector and scope cylinder were shaved. Due to wear of the angle wire, the bending angles and knob directions were out of specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility regarding their cleaning, disinfection, and sterilization processes. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
Additional information was received from the user facility regarding their cleaning, disinfection, and sterilization processes for the subject device: the user facility performs pre-cleaning. Manual cleaning and brushing is performed with an olympus maj-1534 cleaning brush, an olympus bw-20t channel cleaning brush, and 3m rapid enzyme detergent. The local reprocessor used is an endo tech, mumbai. Glutaraldehyde is the disinfectant used with the reprocessor.

Event description:
The following information was confirmed from the user facility: the device was checked before the procedure of duodenoscope guided cbd stenting and was working okay. The procedure was completed in other hospital with different doctor and with different model scope. There was no patient injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and to correct g3 and b5 of the initial medwatch. It was confirmed that olympus field service engineer visited the user facility on 18-jan-2022. The aware date should be 18-jan-2022. The following information was confirmed from the user facility: the device was checked before the procedure of duodenoscope guided cbd stenting and was working okay. The procedure was completed in other hospital with different doctor and with different model scope. There was no patient injury due to the event. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was possibility that reprocessing steps recommended in IFU was not performed completely due to the forceps elevator not working by breakage of the forceps elevator wire, which made foreign material remain at/around the forceps elevator. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.